Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: update to fields g1 and d3 for correct manufacturing site details.

Event description:
It was reported that the patient presented for a normal generator change procedure. During the procedure, it was noted the ventricular lead could not be disconnected from the pacemaker's header. The device's header was damaged in the process of removing the lead. The lead was ultimately disconnected and re-used with a new device. No patient consequences were reported.